Event description:
In 2009, pt reports she has been experiencing erratic blood values. Pt states her blood glucose has been elevated since two days prior. Pt reports, she called her doctor who advised her to stop bolusing and begin injection therapy. Pt states her readings have not come down, so she began taking both injections and bolusing. Pt reports her readings have come back down into the 200's mg/dl. Pt's normal blood glucose range is between 80-150 mg/dl. She states, her morning reading was 448 mg/dl. Pt states her doctor advised her to come in to see him. She reports, her doctor advised her that the infusion device was not delivering insulin throughout the night. Checked bolus history and daily totals to assure infusion device has been delivering all programmed amounts of insulin. There was a 1 unit discrepancy after adding up the basal rate and bolus amounts from the following day compared to the daily total. Pt states, she does put the infusion device in stop mode while changing the insulin cartridge. Pt reports she changed the insulin cartridge the same day. Previous daily totals and the sum of her basal rate and boluses did add up. On follow up four days later, pt reported that her readings have not come back down to normal; does not know what caused the elevated readings. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.